Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the daughter was hospitalized due to high blood glucose on (B)(6) 2017 and on (B)(6) 2017, with a blood glucose level of mid to high 300s mg/dl. The customer¿s mother reported that they suspended the use of her pump in (B)(6) and there was a problem in (B)(6) where her daughter had to go to hospital for diabetic ketoacidosis. There had been other times with the pump where the time would be off and the pump she had before, was smaller and it had the same problem. When she went to the follow up appointment that when they went to upload the pump it showed there was no data and that they finally said that they would have to stop using the pump and that she hasn¿t touched the pump until now, but her daughters blood glucose are under control and is ready to restart the pump and wants to make sure there¿s not a problem with current pump. The patient got viral stomach infections and then ended up in diabetic ketoacidosis. They confirmed that the daughter was not feeling well and she was still having high numbers so she gave her a manual injection and it brought sugars down, but she was vomiting and had large ketones and then was taken to the hospital. On the same day of hospitalization, she had 4 no delivery alarms. The customer was treated with manual injections and intravenous fluids. The customer was wearing the pump at the time of hospitalization. The customer¿s mother reported that for all 3 hospitalizations, it was due to the same issue, viral infection in stomach leading to diabetic ketoacidosis. They ran self-test on the pump which passed. The customer¿s mother declined troubleshooting for no delivery alarm. The insulin pump will not be returned for analysis.